Manufacturer narrative:
UDI (B)(4). The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results indicate that there was not enough calcification in the native mitral valve to hold the sapien 3 in place. The malposition caused the subsequent regurgitation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the field clinical specialist (fcs), during a 29mm sapien 3 valve placement in a native mitral valve, the first 29mm s3 valve ¿slid¿ atrial and a second 29mm was prepped. The native mitral did not have enough calcium in the annulus to hold the 29mm valve in place.  Although the valve moved too atrial and did not embolize loose, it was thought to be unstable. There was also significant paravalvular leak (pvl). A viv using a second 29mm sapien 3 valve in a more ventricular position was successful. The patient is doing well post procedure

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Update to g4 and h2, to correct patient f10 code.